Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected information will be provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had high blood glucose and was hospitalized for diabetic ketoacidosis. Customer's blood glucose was unknown. Customer declined to be contacted. Customer will not be returning the device for analysis.